Event description:
The following was reported to hamilton medical ag: a customer has a problem with this unit: during ventilation on a patient, it stoped ventilate and alerted on: tf446029,431001,1746004,1446029,1485001 and vetilation canceled. No patient harm occurred.

Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause a defective blower driver on the mainboard. In consequence the mainboard has been replaced. There was no patient or user harm reported. Hamilton medical ag reference number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: a customer has a problem with this unit: during ventilation on a patient, it stopped ventilate and alerted on: tf446029,431001,1746004,1446029,1485001 and vetilation canceled. No patient harm occurred.

Manufacturer narrative:
The device was not returned for investigation. No patient harm occurred. However, the technician on site replaced the blower and it solved the problem. Hamilton medical ag reference number is: (B)(4).